Manufacturer narrative:
The company representative observed that the arterial pressure and the direct ECG input were not available. The company representative replaced the front end board (part number 0670-00-0668e). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, arterial pressure became unavailable on the screen. The patient was switched to another unit and therapy was continued. No patient injury was reported.